Event description:
Blood was found in the balloon catheter and the iab was removed by the surgeon. The contact reported that the "balloon had broken." On 3/14/97, co was notified that there were no complications from the event. No second iab was inserted. Also, the contact in the risk management dept at the facility reported that the iab would not be released to co for evaluation. Event complication: unk- reported 3/7/97; none-reported 3/14/97. Pt's current status: unk- rpt'd 3/7/97.